Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on sept. 4, 2007 alleging the one touch ultra meter would not power on. The medical affairs specialist spoke to the patient on sept. 21, 2007. The patient reported the meter would not power on, which started in 2007. On the evening of the next three days, the patient took 20 units of her 70/30 insulin, stating she guessed at the amount to take because she felt high (she had a headache). She then went to bed and woke up at 2:00 a.m., on feeling dizzy and sweating. The patient took 2 glucose tablets and drank orange juice, reporting that she felt better 15 mins later. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the patient alleged she was unable to test, took insulin and subsequently developed symptoms of low blood glucose, for which she self-treated.